Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. During disassembly of the device to determine root cause, the technician observed extensive damage consistant with mis-handling of the device by the end user. The lcd color display module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.